Event description:
It was reported that the artificial urinary sphincter (aus) balloon and pump were explanted due to system failure. A new aus was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Device information: model number: 72400024, lot number: 739050001, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon and pump were explanted due to system failure. A new aus was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.